Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verioflex meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that on (B)(6) 2019 at 10:00 pm she obtained an alleged inaccurate high result of ¿15 mmol/l¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). In response to the elevated result, the patient claimed she took an extra 3 units of humalog insulin right before bed at 10:00 pm. The patient informed the csa that her spouse found her on the floor at around 12:00 am. The patient claimed her spouse gave her sugar pills to wake her. No medial treatment was received. No other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.